Event description:
It was reported that on (B)(6) 2023, a 33mm tailor flexible annuloplasty ring was chosen for implant in a mitral valve prolapse procedure. The annulus was measured to be 30.3mm at the anterior-posterior (ap) and 43.1mm commissure-commissure (cc) axes. After the ring was implanted, mild mitral regurgitation (mr) was present but controlled in a test. Systolic anterior motion (sam) was observed, and the regurgitation progressed to moderate severity. The heart was re-stopped, the ring was removed and a 35mm tailor flexible annuloplasty ring was then implanted. After the replacement ring was implant, regurgitation was no longer present. There was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of mitral regurgitation after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician believed that the cause of the reported incident was due to the procedure because the size was changed due to the patient's valve cusp distortion and difficulty in correcting with a 33 mm ring. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.